Event description:
It was reported that droplets have formed on the inner walls of the cassette between the membrane and the plastic protrusion. No patient injury was reported.

Manufacturer narrative:
Visual inspection and functional testing was performed on one sample returned in used condition, without their original packaging. The sample was decontaminated and inside in a plastic bag. Sample unit does not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Sample received could not be tested using the uson leak tester as the were received in used condition. The sample was filled with colored water using a syringe to detect any leakage. Leaking was confirmed. The root causes can be attributed to equipment failure. A device history review was conducted which indicated all inspections were completed.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08135 is no longer considered reportable, please disregard any MDR reports associated with it.